Manufacturer narrative:
Reinforced surgical technique to customer. No product is being returned for eval.

Event description:
Email received by doctor stated that an acl was done in oct. And it has failed; nothing is present and screws are completely gone as seen on the MRI. No other info is available at this time.